Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.